Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up visit, a phrenic nerve stimulation was noted. The lead was successfully repositioned. Good measurements observed.